Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure on l4-l5 to address spondylolisthesis and a degenerative disc. It was reported that the plan was reviewed prior to the surgery by the surgeon and the manufacturer representative. A hover-t was chosen as the mount, and a headpin was placed at t12, followed by bilateral psispins. The 3d marker was placed on the bridge, and ap/obl images were taken. Basic registration was achieved with low values. The rbt device was sent to right l4, where proper cannula technique was utilized when instrumenting. Right l4 was lateral to plan. Thesurgeon judged that the psis pins were not deep/stable enough, so they were drilled deeper, and the platform was reassembled. Registration was achieved again with new images. The rbt device was sent to right l5 and drilled. Right l5 was low. All left trajectories were accurate. The rbt device was resent to the right trajectories, but they were deemed to be inaccurate. Docking points were not prone to skiving, so cause of deviation was unknown. There was no patient harm and the procedure was not delayed over an hour.